Event description:
A patient presented to the dialysis unit with complaints of nausea. During the treatment the patient's nausea increased and she developed left flank pain. Blood tests were obtained in the dialysis unit that indicated a hemolysis reaction. Treatment was terminated and the patient hospitalized. Gambro has received limited clinical information related to this event. The available lab values show that there was a decrease in hemoglobin and hematocrit and an elevated ldh. There were no haptoglobin or blood smear tests provided. The dialysis used in conjunction with the treatment was discarded and not available for inspection. There were no reported issues with the dialyzer and no alarms generated by the dialysis machine.

Manufacturer narrative:
A gambro polyflux 21 l dialyzer was used in the dialysis treatment. The dialyzer involved in this incident was discarded by the facility. Gambro performed a lot history record check. This lot was produced and tested without any issues. There were 29,200 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No further complaints were reported for this lot number.